Manufacturer narrative:
The root cause remains unclear. Due to missing data and materials, investigation was not possible. No patients were involved in the event and no person was injured or affected.

Event description:
The instrument caught fire and part of the equipment melted, and the work area was affected by smoke. No employees were present at the time of the event, as the laboratory was closed. No laboratory employees were harmed and no patient samples were involved due to this issue.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.